Event description:
The patient received her scs system consisting of an ipg and two percutaneous leads on (B) (6) 2008. It was reported that on (B) (6) 2009, the patient hit the edge of the ipg on the arm of a chair and afterward noted that her stimulation programs were not working as expected. Diagnostic tests run on the leads showed some contacts now had invalid readings. The patient was reprogrammed but this was not able to provide the same pain coverage as before. The physician explanted the system on (B) (6) 2009. The explanted devices were returned to ans for evaluation. Follow-up on the patient found that no further issues have been reported.

Manufacturer narrative:
Evaluation results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. One lead passed all testing. The other lead was kinked with all wires broken about 16 cm from the stimulation end and could not be functionally tested, due to broken wires. Both leads showed some instrument marks and compression damage. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.